Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Concomitant products: the therapy date for the following device is unknown: model: 3662; scs ipg. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2018-07730. It was reported ((B)(6)) the patient experienced discomfort at the lead and anchor site. In addition, the anchor was superficial. The lead had reportedly migrated. Surgical intervention was undertaken during which the anchor was observed to be broken. The lead and anchor were explanted and replaced. Stimulation was restored and the discomfort issue was resolved following the procedure.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-07730.